Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. On (B)(6) 2019 the patient complained of not feeling well for several weeks with fatigue and shortness of breath. A computed tomography (CT) angiography was performed and a suspected area of compromise was seen underneath the bend relief and was suspected to be an outflow graft obstruction. The patient was kept in the hospital on inotropes and a reoperation was scheduled for the (B)(6) 2019. During the reoperation surgery the outflow graft showed a 180 degree anti-clockwise turn from the graft direction. The outflow graft was exchanged.

Manufacturer narrative:
Section g3: additional information. Section h4: correction. Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed through the evaluation of the photographs and CT images provided by the account. The submitted CT images as well as the photos from the time of the surgical procedure showed a 180-degree counter-clockwise twist in the outflow graft at the proximal end of the graft material, near the graft adapter. This evaluation could not determine a specific cause for the outflow graft twist or a duration of time for which the twist had been present. It was reported that the replaced outflow graft was not available and would not be returned for investigation. The patient was discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.